Event description:
During a patient call regarding an unrelated issue, the patient indicated that he had an infection. On (B)(6) 2011 the facility nurse confirmed the patient had an infection. The nurse stated the patient reported the minicap came off on (B)(6) 2011. The patient did not follow up with the nurse in a timely fashion for resolution of the issue. On (B)(6) 2011 a follow up call was made to the patient. The patient reported the nurse changed the transfer set. On (B)(6) 2011 during a follow up call with the facility nurse, the following information was provided: the patient called the nurse on(B)(6) 2011 regarding the minicap "fell" off the catheter. The nurse advised for the patient to come to the clinic, but the patient refused. The patient later came to the clinic with complaints of fever and abdominal pains. An effluent culture was performed on (B)(6) 2011. Results are unknown. The white blood cell count (wbc) was drawn and the neutrophils were elevated. It is unknown if a gram stain was performed. The patient was not hospitalized. The patient was treated with vancomycin (dose and route unknown). The nurse reported she did not think there was a causal relationship with the baxter devices or solutions. Reportedly the patient does not perform good aseptic techniques. The patient has been retrained on aseptic technique. The patient outcome was good.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd887695, gd886127 and gd886119) with no defects noted. The cause of the peritonitis was breach in aseptic technique and was confirmed based on information provided by the nurse. The assignable cause was poor aseptic technique. Baxter has performed a labeling review and the label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.